Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation: one sample was provided to our quality team for investigation. The product was evaluated, water pressure was applied to the valve and no leakage occurred. The internal integrity of the valve was also examined, all internal components were as intended. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on our quality team's investigation and sample evaluation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Event description:
The valve is leaking. As soon as the cap is removed, the valve is dripping.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The valve is leaking. As soon as the cap is removed, the valve is dripping.